Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Surgery took place on (B)(6) 2022 where the lead was replaced with two new leads. Effective therapy was restored.